Manufacturer narrative:
Product ID 37085-40, lot# serial# (B)(4), product type extension product ID 37085-40, lot# serial# (B)(4), product type extension product ID 3389-40, lot# 0205456990, product type lead product ID 3389-28, lot# 0205603443, product type lead. (B)(4).

Event description:
It was reported the implantable neuro stimulator (ins) was explanted after 5 months of implant because of infection. Patient had symptoms of pain and redness of tissue and skin at the implant site. Hospitalization was required as result of the event. Intervention took place to explant the ins and check for infection. A culture was taken from ins pocket site and results showed there was an enterobacter aerogenes infection. It was also reported the infection was not related to the device but was related to the implant procedure. The event resolved without sequelae on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.